Manufacturer narrative:
Due to an increase in reports of similar failures, a CAPA investigation, 24-015, was implemented. Investigation found an undesirable interaction between the circuit design and the new potentiometer over time. Further engineering analysis concluded that the new potentiometer's internal contact resistance was changing during use, and the circuit was overly sensitive to this change. The investigation also showed that the internal contact resistance of the previous potentiometers, used prior to august 17, 2023, did not change much over time when compared to the new potentiometer, concluding the root-cause for the failure was within the new potentiometer. As part of the CAPA, permobil has implemented a market correction, z-1116-2025, to address potentially affected components manufactured between august 17, 2023, through november 21, 2024. This report is claimed as being the new design of speed control dial that the end-user received as part of the market correction. At time of this submission, permobil has yet to receive the suspect component for inspection, thus cannot confirm the product alleged as having failed to be the new design, nor confirm a failure having occurred as alleged. If permobil receives any new information, a follow-up report will be submitted. The DHR was reviewed, and the device was found to have met specification prior to distribution.

Event description:
Received report claiming while the end-user was using the smartdrive mx2+ device via a speed control dial, claims while dial is in a stand-by/neutral position, on occasion the dial will engage a drive command without physical manipulation. No injuries were reported to have occurred as a result.